Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2024 for driveline infection and respiratory distress. The respiratory distress was caused by hypercapnic respiratory failure/respiratory acidosis (the patient did not want to wear bilevel positive airway pressure) and volume overload. The patient had been nonadherent to medications including warfarin for at least the past month. There were no alarms noted on interrogation and no reported pump issues, but the site wanted a second look since the patient had not been recently anticoagulated. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. The patient had erythema and malodorous purulent drainage. Driveline cultures consisted of staphylococcus aureus (blood culture), peptoniphilus harei, and acinetobacter radioresistens. The infection was treated with vancomycin, metronidazole, and piperacillin-tazobactam. A computed tomography (CT) scan of the abdomen and pelvis (without contrast) performed at an outside hospital showed "trace ascites, enlarged liver, hepatic steatosis, cholelithiasis, and splenomegaly." Imaging not repeated at the site's facility due to clinical instability. It was additionally communicated on (B)(6) 2024 that the patient passed away on (B)(6) 2024 due to respiratory failure. From the ventricular assist device (vad) coordinator, the patient had been refusing treatment and medications for the past few months and eventually passed from respiratory failure. The outcome was not considered device or therapy related and the device operated as expected. An autopsy was not performed. The device was not explanted and was not returned for evaluation.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024 at 13:09:10 to (B)(6) 2024 at 20:39:58, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.